Manufacturer narrative:
(B)(4). The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.